Event description:
Customer reported that the insulin pump's keypad was no longer responsive. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Intermittent button response noted due to corroded keypad traces.